Event description:
It was reported the device could not staple on the patient's side during low anterior resection procedure. The doctor needed more force than usual when closing the lever. The case was completed by suturing. There was no adverse patient consequence.